Event description:
Caller alleged discrepant inratio2 results. Patient self tester's wife called to report a discrepant result in comparing her husband's inratio2 meter against the lab. Results as follows: date: (B)(6) 2012, inratio: 3.0, lab: 5.1. Time between meter and lab testing was minutes. Patient's therapeutic range was just adjusted due to changing physicians. His previous range was 2.0-2.5, the new doctor set therapeutic range at 2.0-3.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 3.0, reference: 5.1, mean: 4.05, confidence limits: 2.3-5.7, result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing has been performed on reported lot #279122 on (B)(6) 2012. Results as follow: donor: 1, inratio: 2.8, 2.7, 2.8, reference: 2.56, bias threshold: 1.56 - 3.56, %cv: 2.09; donor: 2, inratio: 2.3, 2.3, 2.3, reference: 2.23, bias threshold: 1.23 - 3.23, %cv: 0.00. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Conclusion: analysis of the client's data from inratio and reference method revealed that test results met accuracy criteria. Root cause could not be determined from the information provided. No product was expected to be returned. In-house therapeutic sample testing with retain strips met accuracy and precision criteria. (B)(4). Due to this low occurence rate, below the total complaint action threshold of (B)(4). This issue will continue to be tracked and trended. Corrective action not required at this time.